Event description:
Lma proseal was reported to leak air while in use and a slight tear was reported on the cuff. Device was removed and replaced with another lma. There were no consequences or injury to the pt.